Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a full preventative maintenance on the device. The complete patient bridge was replaced. The distribution board was also replaced as a precautionary measure. Subsequent testing of all components confirmed that the unit was working according to specification. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that pump 1 and pump 2 on the patient side of the sorin heater-cooler system 3t did not work properly post-procedure. There was no patient involvement.